Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the new patients were not crossing over to the station. The customer stated that they managed to get the medication from another pyxis station/pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over to the station. A technical support specialist (tss) dialed into the server and verified the synchronization status of the affected station, confirming that there was no disconnection condition, the heartbeat status was current, and medication orders were successfully crossing over. The tss then checked the device and identified that the maintenance service was disabled and had not been started since the system upgrade, which explained why new patients were not appearing in the available patient list. The tss reviewed the database size and determined that enabling the service would not cause any capacity concerns. The tss configured the maintenance service to start automatically with a delayed setting and initiated the service, after which the available patient list was expected to populate correctly. The tss confirmed that the issue was resolved and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.